Manufacturer narrative:
Reason for reoperation is rupture. Further information cannot be requested at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.